Event description:
It was reported that there were concerns about oversensing on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Which was suspected to be explanted. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.